Manufacturer narrative:
(B)(4). Failure event observed during analysis. Final analysis found that the lead was returned in four pieces. The insulation was abraded at 0.3cm to 0.5cm and 3.3cm to 4.6cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.